Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, failed batt tests, damage (physical or cosmetic), and unexpected battery power loss. The customer reported no adverse events. The event involved product(s) mmt-1884l. The troubleshooting was performed and the customer reported receiving a power loss alarm. The customer has received multiple alarms while the battery was out of charge for less than 10 minutes. Advised the customer to leave the current battery in the pump for 1 hour and to call back with a new battery to continue troubleshooting. The customer reported receiving a battery-failed alarm. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884l was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Pump was received with a corroded battery tube assembly noted. Pump was also received with a blank display. Unable to verify failed battery alert/battery failed alarm, unexpected battery power loss and perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to verify failed battery alert/battery failed alarm, unexpected battery power loss, perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.